Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, holes are seen in the tubing of two tubes resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hole in tubing was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode hole in tubing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, holes are seen in the tubing of two tubes resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. The lot number was not reported; however, two potential lot numbers were provided, one valid and one not valid. The information for these lot number is as follows: d4. Medical device lot#: 5224756. D4. Medical device expiration date: 01-aug-2027. H4. Device manufacture date: 31-jul-2025. D.4. Medical device lot # 525527 was reported; however, this is not a valid lot number manufactured for the reported catalog number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.